Event description:
It was reported that during a surgical procedure at the user facility, the saw was running intermittently, which caused a 30 minute delay to the procedure. No medical intervention, no additional anesthesia due to the delay, and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a surgical procedure at the user facility, the saw was running intermittently, which caused a 30 minute delay to the procedure. No medical intervention, no additional anesthesia due to the delay, and no adverse consequences were reported with this event.

Manufacturer narrative:
During the device evaluation, the motor bearings were found to be damaged and seized, which is a probable cause of the reported event.